Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4193-88, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son-in-law that in 2011, there was decreased impedance and increased threshold on the right ventricular (rv) lead and very elevated threshold on the left ventricular (lv) lead. The patient underwent an atrial flutter ablation, rv lead explant and replacement and lv lead revision. The procedure went well without complications. The patient now alleges that the device leaked and caused heart and kidney damage. Additionally, the patient states that the implantable cardioverter defibrillator (ICD) was not working. The entire system was explanted and there was an attempt to reimplant, but the patient's heart is too damaged. The patient is in hospice with renal failure. No further patient complications have been reported as a result of this event.